Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received two photos for investigation, which visually showed the customer's indicated failure mode. The product expiry date is 31 oct 2025. A total of 100 retained samples were inspected, and none showed visible defects. Furthermore, a functional test was performed on 10 retained samples, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tubes, one (1) tube underfilled. No adverse impact was reported regarding the patient or user.